Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was admitted to the hospital due to syncopal episodes. The hospital was requesting a field representative to interrogate device. The field representatives in this area were contacted for additional information and they had no information or knowledge of this patient or this situation.